Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing, unexpected vitros troponin I es reagent performance or a transient vitros 5600 system issue had contributed to the results could not be ruled out entirely.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from three different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1 result: 0.178 ng/ml vs expected <0.034 ng/ml. Patient 2 result: 1.97 ng/ml vs expected <0.034 ng/ml. Patient 3 result: 0.068 ng/ml vs expected <0.034 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results were reported outside of the laboratory and corrected reports were later issued. There were no allegations of patient harm made as a result of these events. (B)(4).